Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) clinic manager at the user facility reported that a dialyzer blood leak occurred approximately 1 hour and 4 minutes after initiation of the patient¿s hemodialysis (hd) treatment. An external leak was observed at the arterial portion of the dialyzer where it is sealed. The 2008k hd machine did not generate an alarm as it was not expected to for an external leak. Blood leak test strips were not used as the blood was visibly leaking. The patient¿s estimated blood loss (ebl) was noted as being approximately 50 milliliters (ml). No damage was observed to the dialyzer or its packaging. The patient completed the hd therapy on the same machine with a new extracorporeal circuit. No patient adverse effects were experienced and no medical intervention was required as a result of this event. A fresenius bloodline was in use during the patient¿s hd treatment. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.